Manufacturer narrative:
The device was subject to a 24-hours endurance run which revealed no nonconformities. The alarm functions were working as intended. The log file indicates that the last device pre-use check was performed on (B)(6) 2016. On the date of event, the device was operated in bipap mode with a threshold for the "minute volume low" alarm of 0.5 l/minute. Dräger finally concludes that the device was no contributing factor in the adverse event. No indication for a device malfunction was found which reasonably suggests that it has ventilated as set. Restrictions in ventilation will be alarmed in accordance to the limits set by the user. A limit of 0.5 l/min for the "minute volume low" alarm seems to be comparatively low for an adult patient to detect a kinked/obstructed patient circuit, a clogged filter or any other impairment. The exact nature of the problem cannot be determined on the base of available information.

Event description:
.

Manufacturer narrative:
During a first on site check of the oxylog 3000 no malfunction was identified. The oxylog ventilated without problems on a test lung and the oxygen cylinder showed a pressure of 90 bar. The investigation will be continued as soon as the device is available and the results will be reported in the follow-up report.

Event description:
It was reported that the oxylog 3000 suddenly stopped ventilating during a transport and that the patient died. It was not reported if alarm was given by the device or not.